Manufacturer narrative:
The investigation has been completed. The console (ic8322) was sent back for further investigation. The root cause of the controller error was due to an aic software issue. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced replaced due to the loss of ao signal. No patient was involved.